Manufacturer narrative:
A device change request was ordered on the affected component, and a new version released on 01/29/07. The new version was then installed at all affected sites. A review of the service log for the past year indicated that the number of service calls in which a corrupted zip file was noted ranged from 1 to 4 per client per year. These data suggest that an evaluation period of six months should be sufficient to determine whether the malfunction has been corrected. The service log will be monitored for repeat occurrences of zip file corruption issues. Tech support personnel have been asked to note any corrupted zip files. If no further problems of this type are observed, the case will be closed. Otherwise, additional corrective action will be taken. Evaluation summary: a known nuisance-level bug involving an index initialization problem was on file for the ftp component, and was assigned to a programmer for analysis and resolution. In the process of fixing the bug and verifying the fix (through the qa process), the behavior observed in the field was replicated under specific circumstances. We also are aware that our ftp ziper component can handle only up to 19 files, and the same indexing problem appeared to be causing problems, if the resulting zip file contained more than 19 files. The zipping algorithm was re-worked to fix both problems, and was verified. Because of the intermittent nature of the bug, the new version will be monitored in the field in case other operating conditions exist which could cause the same behavior.

Event description:
While responding to a call regarding an unrelated problem, a service engineer noticed that the ftp component had incompletely extracted the image files sent from an image router, due to the zip file being partly corrupted. Thus, the images were never added to the archive. We consider any loss of data due to a software malfunction to be a reportable event, because it could delay diagnosis. Tech support followed up with the client site regarding the affected study. The client site reported that no additional action was required. Therefore, we are reporting this as a device malfunction only.